Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after intraocular lens (iol) implantation, patient had poor tolerance. The lens was explanted and replaced with monofocal lens in a secondary procedure. The clinical reason for explant was poor best corrected visual acuity. Additional information received stated that patient's left eye was impacted. With the original iol, the patient exhibited low uncorrected acuity and glare around bright lights. Patient's symptoms were resolved after iol exchange.